Event description:
A facility reported that while positioning the patient, the lock on the index knob of the mayfield triad skull clamp (a1108) would slip. It was in the lock position, but would still move resulting in a laceration to the patient's head from the pin. Additional information received: 1. Was revision/medical intervention required? If yes, what revision/medical intervention was performed? Answer: we needed to apply staples to the laceration that the mayfield had caused 2. Was there a delay in surgery due to product problem? If yes, how long? Answer: yes, 20-25 minutes 3. When placing the skull clamp, if you were to draw an imaginary line between the single pin and the rocker arm swivel point, did that imaginary line pass through an axial center of the skull? Answer: yes 4. Did each pin engage the cranium in a perpendicular approach? Answer: yes 5. Patient status. Answer: patient is doing well; laceration site is doing well.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow up report will be submitted.